Event description:
It was reported that this left ventricular (lv) lead exhibited oversensing of the atrial signal resulting in pacing inhibition. This lead was explanted and replaced. No additional adverse patient effects were reported.